Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Upon opening the package, prior to patient contact, the user found that a flap of the stent was already kinked. Another oats-8.5-7(lot unknown) was used instead to complete the procedure. N/a - prior to patient contact. For all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in description of event. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a shelf. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* n/a. Was the wire guide lubricated prior to use? N/a. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? N/a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a. If yes please indicate the procedure performed. N/a. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a. If not with the device in question, how was the procedure finished? Already stated in description of event. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? N/a. (If any damages were confirmed prior to use)was the package damaged? No.

Manufacturer narrative:
Device evalutaion: 1 x oats -8.5-7 of lot number c1943292 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaulation: n/a image review: n/a document review: prior to distribution all ¿oats¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oats -8.5-7 revealed that an nc code (gen-008) was noted on the work order, however this was subsequently reworked and would not have attributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1943292. It should be noted that the instructions for use states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es0202m17) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being damaged in transport or storage. Summary: the complaint is confirmed based on customer testimony. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR correction report is being submitted due to the update of the annex g component code from g04122-stent to g07001-part/component/sub-assembly term not applicable.

Manufacturer narrative:
1 x oats -8.5-7 of lot number c1943292 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaulation: n/a. Image review: n/a. Document review: prior to distribution all ¿oats¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿oats-8.5-7¿ of lot number ¿c1943292¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1943292. It should be noted that the instructions for use (ifu0096-1) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being damaged in transport or storage. Summary: the complaint is confirmed based on customer testimony. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19jan2023.